Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 97% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2009 (B)(6); 694765 lead implanted 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) measured a battery voltage less than that of elective replacement indicator (eri) each time the physician checked it but it never indicated it had reached eri. The ICD was explanted and replaced. It measured less than eri voltage at explant as well. No patient complications have been reported as a result of this event.